Event description:
It was reported by remote monitor transmission that the right ventricular (rv) lead exhibited high lead impedance as well as a noted spike in impedance values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076-52 lead implanted: 2007 (B)(6). (B)(4).